Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the drug and concentration. Demerol 10mg/ml was placed into the device instead of the intended morphine 1mg/ml. The device was then programmed to deliver a concentration of 1mg/ml. No specific pump programming parameters were provided. The customer contact reported the facility's protocol was to have 2 nurses double check the programming. However, the protocol was not followed. The pt was treated with one unspecified dose of narcan and "had no ill effects at all." The customer contact reported, "this is not a pump problem, it is a user problem." The customer contact reported that this was a staff "re-education" issue that was being addressed by the facility. Though requested, the customer declined to provide additional information.